Manufacturer narrative:
The technician tested all bed exit functions. All bed exit functions tested properly, couldn't duplicate the alleged malfunction.

Event description:
The account stated they would set the patient positioning monitor (ppm), and the (ppm) would shut off by itself. Bed was out of service.